Event description:
Event description guidant received information, upon a follow-up to verify this pacing system was functioning appropriately one week after this patient fell, that the lead safety switch feature was triggered on this pacemaker. The ventricular lead displayed increased impedance measurements in the bipolar configuration.